Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having trouble charging neurostimulator (ins). The patient stated the recharger (insr) went to regular charging screen but then switched to a different screen. Patient did not recall the details of the screen. Patient did not have equipment with him and stated they would call back tomorrow. No symptoms reported. No further complications were reported/anticipated.